Event description:
It was reported that during positioning of the rv lead, the helix "automaticly" extended. Helix issue occurred after multiple attempts for positioning the apex. A different lead was used to complete the case. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): analysis of the returned lead found no anomalies. The connector pin was bent and had to be straightened in order to perform helix test. The helix is stretched out of specification and there is blood in/on the helix/lobe mechanism.